Manufacturer narrative:
Information not provided by reporter. Date of this report: 04/21/2017- date 3m management made the internal decision to file an MDR report for this complaint. 3m completed a retrospective complaint review. This report 2110898-2017-00054 is now being filed with the FDA due to similar reports where an injury occurred. There was no patient injury associated with this report.

Event description:
Customer reported curos jet caps were placed on the IV tubing needleless connectors. Intralipids were found to be leaking from the middle needleless connector/ curos jet cap connection on the IV tubing. Parenteral nutrition and intralipids were reportedly infusing via an infusion pump. Customer reported no harm to the patient was identified.